Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Based on the information obtained to date, no direct correlation can be made between the reported event and the novasure system. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment.

Event description:
User facility reported an unsuccessful cavity integrity assessment (cia) test during an attempted novasure procedure. The procedure was abandoned after multiple attempts to troubleshoot the alarm because the physician believed he perforated the uterus. The perforation was not confirmed on hysteroscopy. A dilatation and curettage (d&c) was done after aborting the novasure procedure and the patient was discharged home. A hysteroscopy and sounding with a metal sound (not a hologic device) were performed prior to the attempted ablation. It is not known when the suspected perforation occurred or what instrument may have been the cause. We have been unable to obtain additional information surrounding this event.